Event description:
Integra lifesciences received six different medwatch 3500 forms from risk mgmt on august 14, 2006. The cover letter was dated august 10, 2006. The device indicated is ultrasonic aspirator. According to the sales history, this user facility rented a selector console and 24 khz handpiece from sept, 2005- december, 2005 and purchased the disposable tubing and tips. The primary usage of the selector was for lumbar laminectomy surgeries. There were no requests for service on the console or handpiece from this unit to indicate that it wasn't working properly. The unit was returned and no disposables have been purchased since december, 2005. No FDA numbers are identified on the medwatch form. Incident description: female had a decompressive laminectomy in 2005. Pt was discharged the following day. Pt underwent a second repair the next month, and continued to have fluid leakage, however, was afebrile. Pt was taken to surgery in 2006, to repair a dural laceration at the superior corner of the cecal sac at l3. It was plugged with a piece of fat and thoroughly closed with reaccumulation of fluid. Pt was discharged three days later, in stable condition. There are no longer symptoms of leakage or headaches, however, the pt must control her blood sugar and the wound that was created will take about three weeks to heal. Cultures have been negative. August 21, 2006, a message was left for risk mgmt to obtain add'l info. August 29, 2006 integra technical service spoke with user facility risk mgmt and obtained the following info: the selector ultrasonic aspirator was a rental unit used on 10 total cases. The same neurosurgeon performed all of the initial surgeries. The repairing neurosurgeon was a different physician from the initial surgeon. The repairing neurosurgeon "believes" that the selector may have caused the csf leaks, but, there is no evidence of such in the post operative report. Both the user facility and integra lifesciences verified that there was no requirement for repair of the unit which would indicate that it was not working properly. The selector was not used on the repair surgery. On september 29, 2006 the initial product ID (1520000m1) which is associated with a footswitch was corrected to selector console #1530000m3. The 24 khz micro hand piece used in conjunction with the console has been identified as #1529000m2.

Manufacturer narrative:
Product is not expected to be returned for evaluation. An investigation has been initiated based on the reported info.